Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal at a ¿low dose and concentration of (2.5 mg/ml).the indication for use was not reported. It was reported the pump stalled. There were no applicable environmental, external or patient factors reported that might have led or contributed to the event. There was no applicable diagnostics/troubleshooting performed. The patient was admitted in full blown withdrawal and was treated with oral/intravenous medication. The pump was replaced. The issue was resolved. Since the replacement, the patient was back to her normal level of effective pain relief. The pump would be returned to the device manufacturer. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. The defective product was not from trunk stock. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two and the lower shaft of gear number one. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was delivering dilaudid.